Event description:
Customer reported a drn00v (tecnis odyssey with simplicity delivery system intraocular lens {iol}) was explanted due to an unspecified issue. The lens was replaced with a light adjustable lens (lal) lens. No further information was provided. Note: this report pertains to patient's left eye. Another report will be submitted for patient's right eye.

Manufacturer narrative:
Section a5: unknown/ not provided. Section b3. Date of event: unknown, information not provided. Section h3: the intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed no additional complaints were received for this po. Therefore, no escalations are required. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.